Manufacturer narrative:
Exemption number e2015055. Approx 1 device evaluation is in progress. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 1 malfunction event in which the device reportedly leaked. Approx 1 event had patient involvement; the patient had the site flushed and no adverse consequences.

Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. (B)(4) device was received for evaluation. (B)(4) device was confirmed for the reported event; the device was found to have corrosion. These devices are not repairable and were not returned to the user facilities.

Event description:
This report summarizes <noe> 1 </noe> malfunction event in which the device reportedly leaked. One event had patient involvement; the patient had the site flushed and no adverse consequences.